Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation and the sealed product functioned as intended. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a variceal banding in the esophagus procedure, the physician used a cook 6 shooter saeed multi-band ligator. The endoscope was in a slightly torqued position. The first band deployed appropriately. When the second band was deployed, two to three additional bands deployed at the same time which caused the string to become banded to the esophagus. The physician tried to fire off more bands but that only pulled the strings which pulled the endoscope to the esophagus. The physician pulled the strings which caused a slight tear in the esophagus which the physician went back to stop the bleeding. The physician opened another banding device during the same procedure and banded the tear created that was bleeding. Another ligator was used to complete the procedure. The patient had another procedure on friday (B)(6) 2015 which was successful and no further issues were noted from the product malfunction. The patient is doing well and was released from the hospital on saturday (B)(6) 2015. The initial procedure was on thursday (B)(6) 2015, so there was a 2-day additional stay needed. It is unknown if the additional stay was related to the additional procedure and malfunction.

Event description:
During a variceal banding in the esophagus procedure, the physician used a cook 6 shooter saeed multi-band ligator. The scope was in a slightly torqued position. The first band deployed appropriately, when the second band was deployed, two to three additional bands deployed at the same time which caused the string to become banded to the esophagus. The physician tried to fire off more bands but that only pulled the strings which pulled the scope to the esophagus. The physician pulled the strings which caused a slight tear in the esophagus which the physician went back to stop the bleeding. The physician opened another banding device during the same procedure and banded the tear created that was bleeding it is unclear at this time if the physician was able to continue with the procedure or if it was stopped. 06jul2015: the patient received another procedure on (B)(6) 2015 which was successful and no further issues from the above occurrence were noted. The patient was released from the hospital on (B)(6) 2015. 10jul2015: the physician opened another banding device during the same procedure and banded the tear created that was bleeding. (B)(6) 2015 on 12/16/2015, cook endoscopy received medical records for the patient. The records contain the following information regarding the initial procedure on (B)(6) 2015: "procedure: a physical exam was performed. Informed consent was obtained from the patient after explaining the risks (perforation, bleeding, infection and adverse medication reaction), benefits and alternatives to the procedure which the patient appeared to understand and so stated. The patient was connected to the monitoring devices and placed in the left lateral position, medicine was intravenously administered. After adequate conscious sedation was achieved, the esophagus was intubated and the scope advanced under direct visualization to the second part of the duodenum. The second part of the duodenum was identified by visual landmarks. Careful inspection of the esophagus, stomach & duodenum was performed. The patient was subsequently transferred to the recovery area in a satisfactory condition. Findings: grade 3 varicies in 4 cords at 36 cm. No gastric varicies. Normal duodenum. Band applied to varix at 6 o'clock position at 36 cm. Equipment failure with trapping of string that did not release with release of other bands. Severe bleeding ensued. Went back and placed band at/around bleeding site. Seemed to have stopped. Medics called to transport to (B)(6). Impressions: cirrhosis and h/o variceal bleed bleeding varix after band equipment malfunction and subsequent band placed" the medical records also indicated that the patient was seen for a follow-up visit on (B)(6) 2015; the additional information received is as follows: "better. After second egd had some chest pain after banding. Home on pain meds. Bowels back to brown. Had some dysphagia first few days". As a result of this follow up visit, the patient's physician plans to take the following course of action: "increase iron sulfate to 2 tablets twice a day for a month then back to just once a day ruq ultrasound in 6 months egd-mmc in (B)(6)" based on the records provided, it was deduced that the follow up egd was performed on (B)(6) 2015. The details regarding the follow up procedure are as follows: "a physical exam was performed. Informed consent was obtained from the patient after explaining the risks (perforation, bleeding, infection and adverse medication reaction), benefits and alternatives to the procedure which the patient appeared to understand and so stated. The patient was connected to the monitoring devices and placed in the left lateral position, medicine was intravenously administered. After adequate conscious sedation was achieved, the esophagus was intubated and the scope advanced under direct visualization to the body of stomach. The body of stomach was identified by visual landmarks. Careful inspection of the esophagus, stomach & duodenum was performed. The patient was subsequently transferred to the recovery area in a satisfactory condition." During the above mentioned procedure, four (4) bands were places on varicies in the distal esophagus without issue. There is no information in the medical records to lead us to believe that these bands were placed due to the procedure performed on (B)(6) 2015.